Event description:
This lead was attempted but not implanted. It was being placed on a pt that had a temp pacing lead already implanted. Physician was passing the lead into rv and the temp pacing lead dislodged. This lead was not fully into the rv and pacing support was not able to be provided through this lead and psa. The pt went into asystole with no pacing support and the or team called a code on the pt. While administering chest compressions to the pt, the solia lead was pulled from the sheath and fell to the ground. After the pt was revived and more stable, we began the pacer procedure again with a new rv lead and completed the procedure successfully.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.